Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-03669. It was reported the patient experienced an infection at the ipg and lead site. To address the issue, the physician prescribed oral antibiotics and the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the physician explanted the patient¿s scs system on (B)(6) 2020.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.